Event description:
The reporter stated the surgeon implanted a cc4204bf collamer single piece lens in 2002. At a recent post-operative examinations, the surgeon noted there were multiple small whitish discrete translucent opacifications in the optic of the intraocular lens. The lens remains implanted.

Manufacturer narrative:
Evaluation method and results: a lens work order search was performed and no similar complaint was found.